Manufacturer narrative:
We apologize for the delay in filing this MDR. Our team was traveling and unfortunately the computers with us were not able to readily access the webtrader upload function. Security on the updated operating systems was blocking the uploads.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. There were no patient complications.